Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the complaint could be verified. Visual inspection revealed too wide outer insulation. The lead could not be fully advanced through the introducer. The outer diameter of the lead insulation close to the right ventricular shock coil was outside the spec. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the lead became tight and stuck during implant. The lead was not used.